Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
Additional information was received while following up on an event reported in 0001032347-2017-00092 and 0001032347-2017-00093. It was originally reported that five drills broke, however upon follow up it was confirmed the drills broke in multiple surgeries. The drill is reported to have broken while drilling into the bone. The broken drill did not fall into the patient. The event caused a three minute delay while the surgeon obtained and used another drill to complete the surgery. The patient information, number of surgeries, and specific date of the event is unknown, however the hospital advised the events occurred between (B)(6) 2016.

Manufacturer narrative:
The product identities were confirmed in the evaluation. Visual evaluation confirms that all four of the drills are broken and the broken fragments were not returned. The complaint for the four broken drills is confirmed. The most likely underlying cause of the complaint was determined to be excessive force put on the drill during use, causing side loading and fracture. A fifth drill with this lot was also evaluated. Visual evaluation indicates minor use but the drill is fully intact and not broken therefore the complaint cannot be confirmed. This was most likely returned in error with the broken product. The non-conformance database was reviewed and there are no non-conformances associated with this lot of parts.